Manufacturer narrative:
The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore the w2 error message was anticipated. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device does not display w2 (battery low) before the battery is completely depleted, then the infusion device shuts off unexpectedly. The device has displayed multiple e4 (occlusion error) messages. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.